Manufacturer narrative:
As reported in a research article, a valve in valve was done on an implanted epic valve. Post procedure the patient was admitted for right-sided heart failure symptoms, tricuspid regurgitation, decreased right ventricular systolic function and elevated pulmonary artery systolic pressure, which improved with a tricuspid valve-in-ring procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 27 mm epic bioprosthetic valve that may be related to a valve in valve procedure. Specific patient information is documented as a (B)(6) female with history of rheumatic mitral stenosis post initial valve replacement. Details are listed in the attached article, titled "percutaneous tricuspid valve-in-ring replacement for the treatment of recurrent severe tricuspid regurgitation." In 2016, the patient underwent a 27 mm st.jude epic bioprosthetic valve replacement and tricuspid valve repair with 26 mm physio incomplete tricuspid annuloplasty band. In 2018, a transcatheter mitral valve-in-valve replacement was performed with an unknown device. Post procedure, the patient was admitted on multiple occasions with right-sided heart failure symptoms. Echocardiogram revealed severe tricuspid regurgitation, decreased right ventricular systolic function and elevated pulmonary artery systolic pressure. The patient underwent a transcatheter tricuspid valve-in-ring (tvir) procedure with a 29 mm edwards sapien s3 valve with no residual tricuspid regurgitation. The patient is recovering with significant improvement in her symptoms.